Event description:
A peritoneal dialysis pt reported a recent hosp admission. A follow up call was made to the pt's peritoneal dialysis nurse who reported that the pt had been admitted to the hosp on (B)(6) 2014. The following is based on the medical records received from the pt's dialysis clinic. The pt had recent history of klebsiella peritonitis and manipulation of her pd catheter due to obstruction with omentum and adhesions. This admission was due to abdominal pain, cloudy peritoneal dialysis (pd) fluid and difficulty draining her pd catheter due to fibrin. She had confirmed staphylococcus epidermidis contamination peritonitis and was treated with vancomycin. During this admission, her pd catheter would not drain and she required tissue plasminogen activator (tpa) and heparin with success. Aggressive heparin was also added to her dialysate fluid. Her pd catheter again required tpa and heparin due to not draining. During her hosp course, she received hemodialysis due to volume overload when her initial catheter would not work. She eventually resumed pd in the hosp using the facility's cycler. The pt was discharged on (B)(6) 2014 after aggressive treatment of her peritonitis. Her pd fluid white count dropped to 2 from 10,000 and there was no longer clinical evidence of peritonitis. Her pd catheter was working well and her abdominal pain resolved and to continue taking ciprofloxacin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. Based on medical records it appears that the pt was hospitalized from (B)(6) 2014 for staphylococcus epidermidis peritonitis and difficulty draining her pd catheter, she also required tpa using heparin to clear her catheter of fibrin. The pt was treated with vancomycin and her symptoms resolved. Upon discharge, the pt's pd catheter was functioning well. It was not reported if the pt was connected to the liberty cycler immediately or prior to being admitted to the hosp. On an unk date, the pt had a recent klebsiella peritonitis and manipulation of her pd catheter due to obstruction with omentum and adhesions. The pt received hemodialysis for an unk period of time while hospitalized due to fluid overload and not being able to use her obstructed pd catheter. She was eventually resumed on pd, using the facility's cycler. There is no history of specific malfunction, or the product being out of specs. Peritonitis is a known risk for peritoneal dialysis, adn is usually caused by a break in aseptic technique. It was documented in the pt's medical record that her event of peritonitis was most likely related to poor aseptic technique as this was her second episode. The pt was to receive retraining on pd aseptic technique after discharge from the hosp. This event will be filed as a MDR reportable serious injury, although it is undetermined if there is a reasonable causal relationship between the product and the event of peritonitis.